Event description:
The customer stated that he was hospitalized due to hypoglycemia and an accident. The customer stated that he has stopped using the insulin pump due to being involved in two accidents and being hospitalized several times. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.